Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 190 mg/dl. The customer changed her set on the day of the event, but she did not change it again after her blood glucose began to elevate. Troubleshooting could not be completed at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.